Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an in-clinic check. Upon interrogation, a false eri was noted to have occurred on (B)(6) 2012, which was a year before initial implant. No intervention was reported. The patient was stable throughout.